Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the affected product be rec'd for evaluation.

Event description:
Customer reported that a patient's central line had to be replaced due to possible contamination. The nurse visualized foreign material inside the connector after the patient had an episode of fecal incontinence. The customer states that no further patient/event info is available.